Manufacturer narrative:
Due to character limit: e1 (telephone) - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during daily routine check that the cardiosave intraaortic balloon pump had power up test fails code number 3 and system over temperature that did not resolve after multiple restarts. No patient involved.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and all modules checked and intact especially the temperature sensor on the compressor. All readings after calibration within range as specified by OEM. However, system over temperature still not cleared. Replaced temperature sensor to clear the over temp alarm. The correct motor temp is now displayed as normal. Replaced the pneumatic module assembly as support case recommendation, to clear power up test fails code 3. No more errors present on device. Device tested in line with OEM specifications and left safe for clinical use. The failure analysis and testing dept. Received pneumatic module assembly and temperature sensor with a reported unit failure of a power up test fail code 3 and a temperature sensor failure. The fat performed a visual inspection and found the parts to be in good condition. The fat installed each part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the parts in the failure analysis and testing department.

Event description:
N/a.